Event description:
A n error message was reported via social media with the adc application in use with motorola one 5g with android operating system (os) version 11). Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced dizziness and nausea and was unable to self-treat, requiring unspecified treatment by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Smartphone compatibility with the use of freestyle librelink and freestyle libre 2 apps and motorola one 5g device has not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. Attempted to replicate the user complaint and were able to successfully scan and receive glucose readings on google pixel 2xl using a known good libre 2 sensor. Complaint was not able to be reproduced. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A n error message was reported via social media with the adc application in use with motorola one 5g with android operating system (os) version 11). Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced dizziness and nausea and was unable to self-treat, requiring unspecified treatment by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.